Event description:
It was reported by the patient that the previous implantable cardioverter defibrillator (ICD) was programmed incorrectly which caused the patient to receive 18 shocks. All reasonable contacts have been followed up with and no additional information is available. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488t competitor lead, implanted: (B)(6) 2002. (B)(4).